Manufacturer narrative:
Known and anticipated adverse event of tms.

Event description:
Approximately three minutes into the 23rd treatment using the brainsway h1 treatment (theta-burst 600 pulse protocol), the patient began to have contractions of her right hand which steadily progressed up to the arm in a jacksonian manner. The patient alerted the technician that their hand was cramping. The technician stopped the machine, moved the patient to the floor, notified ems and the nurse practitioner. The patient began to have a generalized tonic-clonic seizure which lasted 1.5 minutes followed by a 5-7 minute postictal period. The patient was transported to a local emergency room. A CT scan showed no remarkable findings. This appears to have been a seizure with no known precipitating factors.